Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025, the patient experienced inaccurate readings that caused the patient to nearly pass out. The patient experienced dizziness, blurry vision, sweatiness and she was shaking. While she was taken by an ambulance, she then described that the restaurant called 911 emergency services and had an ambulance pick her up. The cgm reading was 99 mg/dl and bgm was 40 mg/dl. The patient was treated by the nurse with unspecified medication and some food, juice and rest for monitoring. After a couple of hours of monitoring the patient was discharged and was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.